Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested, but not yet available.

Event description:
It was reported that the patient received a temporary pacemaker system programmed to aai mode. On (B)(6) 2019, the patient was found to have a heart rate to be in the 50¿s beats per minute. Upon interrogation, the lead had failed to capture in the right atrium. The patient was brought into procedure on (B)(6) 2019 and the lead was repositioned from the atrium to the right ventricle. The patient was being paced at 70 beats per minute.